Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included guided troubleshooting and education, including toggling sensor settings and re-entering the sensor code, with instruction to allow time for pairing. Investigation of this case revealed a temporary communication interruption between the cgm transmitter and the ilet that resolved or was expected to resolve with standard reconnection steps, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity pairing behavior consistent with normal bluetooth communication limitations.